Event description:
Per the clinic, the patient experienced seroma formation at magnet site and subsequently was treated with oral antibiotics (specific date and duration not reported).

Manufacturer narrative:
This report is submitted on september 27, 2022.